Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test, displacement test. Device passed delivery accuracy test at 0.08775 inches. No delivery anomalies or unexpected no delivery alarms noted. Device received with stripped battery cap coin slot (p). Device received with cracked reservoir tube lip, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they could not remove the battery cap. It was also reported that the insulin pump might not be delivering. The customer's blood glucose was 16 mmol/l at the time of incident. The insulin pump will be returned for analysis.